Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer ate a snack to address bg level. Reportedly, low bg level was due to the customer not eating enough food for the amount of insulin that they had previously delivered and that they usually go low in the morning. It was indicated that the customer would consult with the healthcare provider regarding morning bg levels.